Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument for failure analysis (fa). The instrument was found to have damage at the tip of the blade, with both edges showing indentations. These indentations led to the failure of the cut test. However, there was no corrosion on the cutting edge that could have contributed to the blade damage or the cutting failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy procedure, the jaws of the large suturecut needle driver instrument did not fully close, preventing the instrument from holding the needle during suturing. As a result, the needle was inadvertently dropped into the patient¿s anatomy. Upon inspection, the instrument showed no visible damage; however, there was a dislodged/misaligned jaw or a grip tip sticking out. It is unknown if the needle was retrieved. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: b1, h1, h2, annex codes: e, f. Additional information: the needle was not inadvertently dropped into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.